Manufacturer narrative:
Additional narrative: (B)(6). This report is for two unknown schanz screws/unknown lots. Screws are either part number 496.690 (6.0mm ti schanz screw 35mm thread/180mm) or part number 496.750 (6.0mm ti schanz screw double thread/180mm). Devices have not been reported as explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws were broken after the l5-s1 pedicle internal fixation. The screw system was implanted at l5-s1. Two screws at the left and right side of s1 location were broken. It was reported the initial implant date was (B)(6) 2004; all the devices are still implanted. No other illness history for the patient. This report is for two unknown schanz screws. This is report 1 of 1 for (B)(4).